Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device implanted with a non-boston scientific lead displayed increased impedance measurements. Further follow up was performed. The patient returned for a follow up visit. An x-ray and visual observation did not reveal any issues. A revision procedure was performed, the lead was removed and replaced. No issues were revealed with the lead. It was thought there was an issue with the connection. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.